Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding an advanced evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began (B)(6) 2020. It was reported that the patient was in the hospital "due to a fever," and due to complications from a procedure. The following day, they reported the patient was released from the hospital that day and had not tracked their symptoms while they were in the hospital. There were no device issues or further patient complications reported at this time.